Manufacturer narrative:
The pump had intermittent buttons response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms or rewind anomalies were noted during testing. The back light worked properly and no anomaly was noted. The pump had a cracked lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. Customer also stated that buttons were less responsive and insulin pump had no delivery alarm . The customer was assisted with troubleshooting for multiple pump error. Device will not be return device for analysis.